Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -11.0 into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged for a longer lens due to low vault. The problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with some moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4).